Manufacturer narrative:
As reported, post implant of galaflex, patient had lumpy appearance with some asymmetry. Evaluation of the photos and video provided by the patient shows the patient presents with an indented and lumpy breast appearance with some asymmetry. Review of the photos and videos cannot determine if the mesh implanted during the breast reconstruction with use of breast implants is causing or contribution to the patients post operative condition. To date, this is the only reported complaint for this manufacturing lot. Note, the date of event (31-jul-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2023, patient underwent fifth breast revision surgery using sub muscular mastopexy technique during which the galaflex product was cut in half for use in both breasts with mentor uhp smooth implants (535 size). The patient states that her breasts were deformed after mesh placement, the mesh "eaten her breast tissue.¿ patient has been on follow-ups; no additional complications have occurred. No additional surgery was performed, and no medication was administered.